Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system detected a software error and stopped the injection. A system notice was also received indicating that the safety system detected fluid in the catheter and stopped the injection. It was also noted that a system notice was received indicating that the system detected a refrigerant leak during balloon inflation. The balloon catheter was exchanged which resolved the issue. The case was completed with cryo. A preventative maintenance was later carried out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 27474 and data files were returned and analyzed. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50008 (the system has detected a software error and stopped the injection) on the reported date of the event. A power up test failure was shown in the power up test file on the date of the event. Power up test failed due to system notice 11200 (a system notice was received indicating that there is a problem with the system). During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No applications performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation mode the guide wire lumen was observed to be kinked inside the balloon. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.15 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue was observed in the log/data/multimedia files. The balloon catheter failed the returned product inspection due to a guide wire lumen kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.